Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain in right flank"), pyelonephritis ("pyelonephritis"), intestinal obstruction ("intestinal occlusion") and peritonitis ("peritonitis") in a female patient who received essure (batch no. A06684). The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pyelonephritis (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), peritonitis (seriousness criterion medically significant), back pain ("back pain/ burning in lower back"), toothache ("dental pain"), rhinalgia ("nasopharyngeal pain"), oropharyngeal pain ("nasopharyngeal pain"), abdominal pain ("abdominal pain"), dyspnoea ("shortness of breath"), tachycardia ("tachycardia"), fatigue ("fatigue"), tinnitus ("tinnitus"), hot flush ("hot flushes"), vaginal infection ("recurrent vaginal infection"), oral discomfort ("burning in mouth"), nasal discomfort ("burning in nose"), throat irritation ("burning in throat"), vaginal haemorrhage ("chaotic vaginal bleeding"), ovarian cyst ("ovarian cysts") and adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (hysterectomy, cervix and tubes surgical procedure scheduled for (B)(6) 2017). At the time of the report, the pelvic pain, pyelonephritis, intestinal obstruction, peritonitis, back pain, toothache, rhinalgia, oropharyngeal pain, abdominal pain, dyspnoea, tachycardia, fatigue, tinnitus, hot flush, vaginal infection, oral discomfort, nasal discomfort, throat irritation, vaginal haemorrhage, ovarian cyst and adenomyosis outcome was unknown. The reporter provided no causality assessment for pelvic pain, pyelonephritis, intestinal obstruction, peritonitis, back pain, toothache, rhinalgia, oropharyngeal pain, abdominal pain, dyspnoea, tachycardia, fatigue, tinnitus, hot flush, vaginal infection, oral discomfort, nasal discomfort, throat irritation, vaginal haemorrhage, ovarian cyst and adenomyosis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: nuclear magnetic resonance imaging result was not provided. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain in right flank, pyelonephritis, intestinal occlusion and peritonitis. A hysterectomy, cervix and tubes surgical procedure was scheduled. The event pelvic pain in right flank is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. Pelvic pain may occur with essure therapy. In this case, she experienced pelvic pain since placement of the essure inserts. Based on a compatible temporal relationship, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via regulatory authority (B)(6) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain in right flank"), pyelonephritis ("pyelonephritis"), intestinal obstruction ("intestinal occlusion") and peritonitis ("peritonitis") in a female patient who received essure (batch no. A06684). The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pyelonephritis (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), peritonitis (seriousness criterion medically significant), back pain ("back pain/ burning in lower back"), toothache ("dental pain"), rhinalgia ("nasopharyngeal pain"), oropharyngeal pain ("nasopharyngeal pain"), abdominal pain ("abdominal pain"), dyspnoea ("shortness of breath"), tachycardia ("tachycardia"), fatigue ("fatigue"), tinnitus ("tinnitus"), hot flush ("hot flushes"), vaginal infection ("recurrent vaginal infection"), oral discomfort ("burning in mouth"), nasal discomfort ("burning in nose"), throat irritation ("burning in throat"), vaginal haemorrhage ("chaotic vaginal bleeding"), ovarian cyst ("ovarian cysts") and adenomyosis ("uterine adenomyosis"). The patient was treated with surgery (hysterectomy, cervix and tubes surgical procedure scheduled for (B)(6) 2017). At the time of the report, the pelvic pain, pyelonephritis, intestinal obstruction, peritonitis, back pain, toothache, rhinalgia, oropharyngeal pain, abdominal pain, dyspnoea, tachycardia, fatigue, tinnitus, hot flush, vaginal infection, oral discomfort, nasal discomfort, throat irritation, vaginal haemorrhage, ovarian cyst and adenomyosis outcome was unknown. The reporter provided no causality assessment for pelvic pain, pyelonephritis, intestinal obstruction, peritonitis, back pain, toothache, rhinalgia, oropharyngeal pain, abdominal pain, dyspnoea, tachycardia, fatigue, tinnitus, hot flush, vaginal infection, oral discomfort, nasal discomfort, throat irritation, vaginal haemorrhage, ovarian cyst and adenomyosis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016: nuclear magnetic resonance imaging result was not provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-may-2017 for the following meddra preferred term: pelvic pain- analysis in the global safety database revealed 2785 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number: a06684 manufacturing date: 2012/05 expiration date: 2015/05. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-may-2017: quality safety evaluation received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain in right flank, pyelonephritis, intestinal occlusion and peritonitis. A hysterectomy, cervix and tubes surgical procedure was scheduled. The event pelvic pain in right flank is regarded as anticipated according to the reference safety information for essure. The other events are unanticipated. Pelvic pain may occur with essure therapy. In this case, she experienced pelvic pain since placement of the essure inserts. Based on a compatible temporal relationship, a causal relationship with essure cannot be excluded. With regards to the other events, considering their nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information will be available, because health authority does not allow active follow-up.